Manufacturer narrative:
H6: investigation summary : bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was not observed. The fill line is not the minimum draw. A tube was filled to the minimum of 1.62ml. The comparison of the customer photo and the photo of the 1.62 minimum shows them to be similar and does not confirm underfill of the product. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "batch of lavender top tubes appear to be defective. The tubes are not filling to the volume they should."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "batch of lavender top tubes appear to be defective. The tubes are not filling to the volume they should."